Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17673. The pt reported experiencing ineffective/uncomfortable stimulation as well as pain at her scs ipg pocket site which occurs regardless of stimulation. Subsequently, the pt stopped using her scs system approximately one year ago and would like to have the system explanted. No additional info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.